Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) that induced atrial fibrillation (af). A shock was delivered which converted both right atrial (ra) and right ventricular (rv) rhythms. Patients heart rate was in the 240bpm. The device remains in service. No adverse patient effects were reported.